Manufacturer narrative:
.

Event description:
According to the reporter: prior to a cholecystectomy, the balloon did not inflate. No patient involved.

Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted obturator, syringe, lock collar and trocar balloon were intact.pmv performed functional testing; balloon could not be inflated due to cut in the seal.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the disengaged valve seal may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.